Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer received a compromised force sensor system alarm while priming their insulin pump. Customer's blood glucose was 150 mg/dl. Troubleshooting found the customer's drive support cap appeared to be normal. Customer does not recall pressing on the cap while connected. The customer also reported a low blood glucose incident where their blood glucose declined to 27 mg/dl. Customer was able to raise their blood glucose with food. Customer attributed their low blood glucose to not bolusing. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion due to moisture damage on the force sensor resistor. Prime, occlusion, and excessive no delivery tests were not performed due to motor error alarm anomaly. The motor was tested outside of the device and it passed. The device had cracked case at display window corners, cracked display window, and minor scratched lcd window.